Event description:
Boston scientific received information that this programmer did not power up and an electrical or burnt smell was noted. The programmer remains in service and will be sent back for analysis. No adverse patient effects were reported.

Event description:
The programmer was returned for analysis and repair. This unit remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Product analysis indicated that this programmer had a power up failure. The insulator was also melted from a defective transistor. Replacement of the capacitor in the printed circuit board and the insulator was made. No physical damaged seen on this programmer. This programmer is clinically out of specifications and the allegation was confirmed.